Event description:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. Delay was experienced while removing the broken component from the impactor handle.

Manufacturer narrative:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. Delay was experienced while removing the broken component from the impactor handle. Review of inspection records for the affected lot indicate that the device was manufactured to specification.